Manufacturer narrative:
Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received with a cap, no needle in an opened tray & pack. No defect observed to syringe.

Event description:
Healthcare professional reported during injection, using the packaged needle, one syringe of juvéderm volbella® xc had a needle disengagement. Patient contact was made. No injury occurred.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection, using the packaged needle, one syringe of juvederm volbella xc had a needle disengagement. Patient contact was made. No injury occurred.